Event description:
Treatment of a small unruptured aneurysm measuring 4.7mm x 3.5mm x 2.4mm located in ophthalmic segment of the left ica (internal carotid artery). The patient's anatomy was tortuous. The patient was given plavix. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.50mm x 14mm) broke and it was removed from the patient by trapping the braid between the capture coil and catheter. Another pipeline (4.50mm x 12mm) was deployed, but it did not open despite three attempts so it was removed from the patient. The procedure was completed with a different pipeline. Same event as MDR# 2029214-2014-00338.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).